Event description:
Upon accessing the powerport, air noted while attempting to aspirate blood for lab tests. Lots of bubbles mixed with blood obtained. Attempted to obtain blood from other hub site met with same result. Needle immediately removed and new needle inserted. Blood obtained with no air noted.